Event description:
Infant with PICC (peripherally inserted central catheter) line and fluids running with a tri-fuse transfer set and micron filter cracked and leaking. Tubing was hung on [date redacted]. Sterile tubing change done. Tubing from ICU medical saved, no lot number available. Risk closure comments: appropriate actions taken by team. Tubing saved for smda.